Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced 2 infusion sets cannula kinked events since 09-jun-2024 within 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion.the blood glucose level was high at the time of events therefore, the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.